Event description:
Procedure type: transpleural thoracoscopy. According to the reporter: after 2 minutes of positioning the trocar, it was noticed that the thoracoport broke inside the pleural space. The device was completely removed with the help of the surgical instrument and it was not necessary to open the chest. All pieces were retrieved without converting to an open procedure or extending the incision. There was no loss of blood. The or time was extended by 10 minutes and there were no other consequences reported. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 05/14/2008.